Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges were damaged at the septum, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Subsequently, it was reported that the customer experienced an elevated blood glucose (bg) level of 548 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.